Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-50 ,serial #: (B)(4), description: artisan surgical lead, 50cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed infection at the ipg site. The ipg was exposed and had eroded through the skin. It was also reported that there was an actual skin breakage. The physician suspected that the infection was device related and stated that there was dehiscence that meant the wound ruptured along the incision. The patient was prescribed antibiotics and underwent an explant procedure.